Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3354-25 serial #: 367747 description: w4 splitter 2x4-25 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain with the splitters. The patient underwent a revision wherein the splitters were removed. The patient was doing well following procedure.